Event description:
A report was rec'd that during a suction procedure, the catheter came apart from the control valve of the closed suction system. No pt injury, adverse event or medical intervention were reported. Ballard medical products has no first hand knowledge of the allegations, but is relaying info rec'd from outside sources pursuant to federal regulations.